Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device fully fire with malformed staples on half? Or, did the device partially fire and stop? Yes stopped. What type of procedure was the device used in? Pancreatectomy. What was the product code of the stapler (pse45a, ec45a, etc.)? Pse45a. How was the procedure completed? Used other product.

Manufacturer narrative:
(B)(4). Batch # l5465t. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. The following information was requested, but unavailable: I am seeking clarification on, ¿stapler formation did not make properly from half part.¿ did the device fully fire with malformed staples on half? Or, did the device partially fire and stop? What type of procedure was the device used in? What was the product code of the stapler (pse45a, ec45a, etc.)? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, the stapler formation did not make properly from half part. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Corrected data, batch # n54794 the analysis results showed that one ecr45b reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.